Manufacturer narrative:
A sample lens was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported that after an intraocular lens (iol) was implanted, the patient had blurry vision. The patient was unhappy. The lens was exchanged approximately 4 months after initial implantation. Additional information was requested.

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).